Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. When the actual or prep kit arrived at intera oncology headquarters, it was confirmed that a small black looking bug/fly was in the peel pack. Intera oncology has communicated with the contract manufacturer to investigate the issue. As of today, the investigation is ongoing. Therefore, once the investigation concludes, a supplemental report will be submitted.

Event description:
The circulator started to serve or prep kit to sterile field. When the circulator opened the corner of the peel pack with syringe and tubing, a small black looking bug/fly was observed in the peel pack. The circulator immediately closed the peel pack, put it back in the or prep box and pulled a new or prep kit from another pump box.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. As previously mentioned, when the actual or prep kit arrived at intera oncology headquarters, it was confirmed that a small black looking bug/fly was in the peel pack. Intera oncology communicated with the contract manufacturer to investigate the issue. The contract manufacturer confirmed the reported issue and retrained their operators. Therefore, the root cause is traced to manufacturing.

Event description:
The circulator started to serve or prep kit to sterile field. When the circulator opened the corner of the peel pack with syringe and tubing, a small black looking bug/fly was observed in the peel pack. The circulator immediately closed the peel pack, put it back in the or prep box and pulled a new or prep kit from another pump box.